Manufacturer narrative:
Due to no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution.

Event description:
It was reported that at the moment of drilling the tibial canal, the drill bit broke the guide and a different drill path than planned was done. There was no significant delay or patient injury reported.